Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a blood glucose level of 600 mg/dl due to a bent cannula. The customer reported that she performed multiple set changes, which eventually brought her blood glucose level down. The customer reported having a blood glucose level of 316 mg/dl. The customer was sent two replacement insulin sets. The insulin pump was not replaced or returned for analysis.